Manufacturer narrative:
Functional quality and production testing was not performed since the attachment was received in non-working condition. The reported complaint could not be confirmed as an actual temperature reading was not captured. Results from sycotec stated that there is damage on the attachment head and housing cover, sizing marks on the inner of the push button and pusher. The ball bearings are worn and retainer is cracked and deformed. All components are lack of care and maintenance.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.